Manufacturer narrative:
(B)(4). Batch #: u94159. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. The device was returned with returned outside its original packaging and the packaging was not returned. Visual analysis of the returned sample revealed that the nslg2c35 device was received the lower jaw bent. Due to the device packaging not being returned, we are unable to investigate further on the reported packaging issues. The condition of the lower jaw bent confirm the event reported. Testing found a short on the device when the jaws are fully closed, resulting in an alert screen "reposition jaws and reactive", this is advising that the instrument is being activated on low impedance (thin) tissue or metal (such as staples, clips, retractors, or clamps), the "replace instrument" alert screen would be displayed after receiving the "reposition and reactivate" alert screen three time. The ptc was damaged due to the short. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. As described in the IFU: do not use excessive force on the closing handle to close the jaws; grasp only as much tissue as will fit between the jaws where the current will pass. Greater amounts of tissue require more closing handle force. Excessive force could damage the device. Please reference the instruction for use for more information: as part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure the surgeon noticed the bottom jaw of the enseal g2 device was bent, prior to use. It was noted that there was some damage to the outer packaging. There were no patient consequences reported since the device was not used on the patient.